Manufacturer narrative:
The device was not returned for evaluation. A lot history review as well as a similar complaint query could not be conducted due to no lot number reported. Based on the information provided, a conclusive cause for the reported difficulty could not be determined. It is possible that the distal sheath of the supera delivery system was bent such that the ratchet was unable to engage the stent properly preventing deployment; however, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the popliteal artery. The vessel diameter was 5.0 mm and a shockwave lithitripsy balloon was used. The vessel was prepared with a regular percutaneous transluminal angioplasty (pta) catheter and a 6fr sheath was used. The 5.0x120 mm supera self expanding stent (ses) was attempted to be deployed and it was thought it had been fully deployed but when the delivery system was removed, the supera stent came with it. It is suspected that the stent was not fully deployed and some was still in the delivery system but the physician could not advance the thumbslide any further. The deployment lock unlocked and the thumb slide was advanced to the most distal position on the handle but it wouldn't release. Another supera ses was able to be successfully deployed and there were no adverse patient effects. There was no clinically significant delay in the procedure. No additional information was provided.